Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope in the related complaint and completed investigations. The endoscope was found to have attached endoscope adapter (aea) delrin bearing degradation. The endoscope was visually inspected and found with severe cuts to the cable insulation. The damage was located at zone b in the middle 1/3 on the endoscope cable. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The probable root cause could be attributed to a faulty endoscope. Image review was provided, and it was stated that there was no damage observed, or error shown on the screenshots that could relate to the customer allegation.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse spoke with the customer, and it was informed that the horizontal scope vision turns suddenly approximate 180 degrees during surgery, sometimes 3 min after procedure has started, sometimes after 20 to 30 min. The fse asked for the scope and tested it on system sl0166. When fse did test the endoscope with dis- and reconnecting, fse sees that the grey cable has black tape around it. But at the moment of testing, there were no issues with the scope and functionality. The fse tested the endoscope and there were no issues. Fse told the client to install the endoscope on a different arm (install scope at arm 1,3 or 4) but not on the usual arm 2. If problem moves with the scope, there was probably the internal turning mechanism is not working correctly, and scope probably needs to be replaced. The system was verified and ready to use.

Event description:
It was reported that during a da vinci-assisted surgical procedure that when the surgeon moved the camera to the right, it moved to the left, and vice versa. It was stated that the issue was resolved briefly after reseating the camera. The horizon line was found to be correct, and the hand assignments were set to auto. The technical support engineer (tse) recommended trying another endoscope, but the customer declined. The procedure was being completed as planned, with no reports of patient injury.